Event description:
The medical director reported that the catalyst unit did not register vacuum. Afterward, the aspiration level went from zero vacuum to full vacuum, then delivered a surge of vacuum through the tip of the handpiece. A capsular tear occurred and a vitrectomy procedure was performed.